Event description:
A percutaneous transluminal angioplasty was done of the superficial femoral artery. The report indicated that there were two stents used during procedure. It appears that death occurred about two months after the index procedure was performed. The relationship of the event to the study or procedure is not known. There are no additional patient, vessel, lesion, or procedural information available.